Manufacturer narrative:
(B)(6). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 part of the insulation on the jaws was missing. A replacement device was used to performthe procedure.

Manufacturer narrative:
Internal complaint number: tw# (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use without evidence of blood were observed. The silicone insulation on the distal portion of the cold jaw (near the tip) was observed to be missing, exposing the metal part of the jaw underneath. The missing silicone part was not returned with the device. Microscopic inspection showed the heater wire to be slightly bent at the center of the hot jaw but remained attached at the tip and at the base. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "peeled jaw" was confirmed. The analyzed failure mode "bent wire" was also confirmed. Specific actions for both reported failure mode "peeled jaw" and analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 part of the insulation on the jaws was missing. A replacement device was used to perform the procedure. There was no patient involvement.